Manufacturer narrative:
(B)(4). Date sent: 2/13/2025 d4 batch #: unknown . H10: mw5165070 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the small white rubber cover on the shears' jaw fell off outside of the patient. The staff reported that it was immediately found and removed off the sterile field. The pieces of equipment were evaluated, and physical observations were taken off the shears as well as the rubber covering. The shears did not appear to have any visible defects upon initial observation, with the exception of the displaced white pad. The covering appeared to have sustained a large burn that caused the rubber piece to detach from its housing. There was also some burnt remnants on the mouth of the shears, which was viewed from several angles under microscopy. There were no patient consequences reported.